Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operations and noise. Due to an unexplained power of reset, a device download was not performed. The patient presented on (B)(6) 2018 for replacement procedure. The device was explanted and replaced. The patient was stable after procedure.

Manufacturer narrative:
The reported field event of backup vvi due to power-on reset was confirmed in the laboratory. The device was tested on the bench and no anomalies were detected the cause of the bvvi could not be determined.